Manufacturer narrative:
The device remains in use and was not available for evaluation. A correlation between the device and the patient's reported intraparenchymal hemorrhage could not be conclusively determined. Bleeding and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 3 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had non focal encephalopathy of either a metabolic or infectious cause. The patient was unable to sleep, alert, but confused and disoriented to the fact that he had surgery. The patient was calm during day and impulsive at night. Narcotics were discontinued. A CT scan found an intraparenchymal hemorrhage. Anticoagulation was reversed. No further information was provided.